Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The patient had a normal intubation, then "hearing test was done and ear tubes" were placed. The tube was removed with no complications and the patient was taken to the pacu for further recovery. The mother noticed the patient chewing on something and asked the patient to spit it out. A small oval plastic item appeared when the patient spit it out. When "checking everything that had been put into the patient's mouth" they found that the oval piece of plastic fit the 6.00 mm ett tube. Additional information has been requested.